Event description:
A report was received indicating that an infusion pump failed to alarm for "air in line" when the tubing chamber collapsed during administration of lactated ringer's (1l at 999 ml/hr). The drip rate appeared slower than expected, and the tubing was found collapsed upon inspection. No error code or audible alarm occurred. No patient harm was reported.

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump should have alarmed air in line when tubing chamber collapsed. A review of the device's serial number history revealed two similar complaints. The failure mode was not confirmed, and the probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).